Event description:
It was reported that during a device change out procedure, an insulation abrasion was noted on the right ventricular lead. The lead was capped and replaced. The patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.